Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. Device was received with the serial number label fading and peeling. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's diabetes educator reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 32 mg/dl at the time of incident and current blood glucose value was 187 mg/dl. The customer experienced symptoms such as nausea and vomiting. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was not active at time of low blood glucose event. Customer treated with intravenous glucose. Customer reported that there was cracked on the insulin pump. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.